Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. During investigation the device is working within specification. This finding was expected because according to the recipient report revision surgery was performed due to a migration of the housing from its intended position. Recipient was implanted with a new device as reportedly during revision surgery the electrode array was inadvertently pulled out of cochlea. This is a final report.

Event description:
The user's internal device has shifted since surgery, causing the external processor to no longer sit appropriately on her ear. The recipient could not wear the audio processor (sonnet 2 or rondo 3) without it now hitting the glasses and without discomfort. A revision surgery took place on (B)(6) 2021. The implant housing migrated and initially the surgeon intended to move the same device back into position. While dissecting tissue away from the lead, the array was inadvertently pulled out of the cochlea and so a new implant was used.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's internal device has shifted since surgery, causing her processor to no longer sit appropriately on her ear. The recipient cannot wear the audio processor (sonnet 2 or rondo 3) without it now hitting her glasses and without discomfort. However, the user reports that hearing with the device is improving. A revision surgery is scheduled for the (B)(6) 2021.